Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. He was informed to call back with the insulin pump available in order to troubleshoot.